Manufacturer narrative:
The device manufacture date was inadvertently not reported on the initial report. It has been updated as (B)(6) 1998. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of leaking oil and bubbling at the hose connection was not duplicated or confirmed. However the reported condition of the device having a cracked gauge was confirmed. A visual assessment was performed which found a broken gauge and debris in the chamber preventing the pretest from being performed the assignable root cause for the broken gauge was determined to be due to user mishandling by dropping or hitting the device against something that broke the gauge. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the foot control device was leaking oil and bubbling at the hose connection. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.